Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, multigravida and parity 3. Concurrent conditions included skin disorder, uti, bacterial infection, depression and anxiety. Concomitant products included diphenhydramine hydrochloride from 2009 to 2010 for skin disorder as well as bupropion hydrochloride (wellbutrin) from 2009 to 2010 and levonorgestrel (mirena). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia ((inability to have sexua lintercourse)"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), hot flush ("hormonal changes: hot flashes") and urinary tract disorder ("bladder probs/bladder or urinary problems or changes") and was found to have body temperature fluctuation ("irritable; body tem12erature fluctuations"). In (B)(6) 2006, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, ibuprofen and surgery (salpingectomy (bilateral),bilateral tubouterine implantation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, hot flush and fatigue had resolved, the abdominal pain, back pain, migraine and dysgeusia was resolving and the bladder disorder, vaginal discharge, body temperature fluctuation and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, body temperature fluctuation, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, hot flush, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal, back pain, apareunia, bladder probs, vaginal discharge, hormonal changes, migraine, headaches, fatigue, metallic taste in mouth. Discrepancy: date of removal previously reported as (B)(6) 2012 now it is reported (B)(6) 2012. Mirena iud was placed without difficulty. Each essure device projected into the isthmic portion of each tube for approximately 1 cm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: bilateral occlusion; on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 508291) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, vaginal delivery and parity 3. Concurrent conditions included skin disorder, uti, bacterial infection, depression and anxiety. Concomitant products included diphenhydramine hydrochloride from 2009 to 2010 for skin disorder as well as bupropion hydrochloride (wellbutrin) from 2009 to 2010 and levonorgestrel (mirena). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia ((inability to have sexual intercourse)"), bladder disorder ("bladder probs/bladder or urinary problems or changes"), hot flush ("hormonal changes: hot flashes") and urinary tract disorder ("bladder probs/bladder or urinary problems or changes") and was found to have body temperature fluctuation ("irritable; body temperature fluctuations"). In (B)(6) 2006, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2006, the patient experienced dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with antibiotics, ibuprofen and surgery (salpingectomy (bilateral),bilateral tubouterine implantation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, hot flush and fatigue had resolved, the abdominal pain, back pain, migraine and dysgeusia was resolving and the bladder disorder, vaginal discharge, body temperature fluctuation and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, body temperature fluctuation, dysgeusia, dysmenorrhoea, fatigue, female sexual dysfunction, hot flush, migraine, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure (ess205). The reporter commented: plaintiff received treatment for dysmenorrhea, pelvic pain, abdominal, back pain, apareunia, bladder probs, vaginal discharge, hormonal changes, migraine, headaches, fatigue, metallic taste in mouth. Discrepancy: date of removal previously reported as (B)(6) 2012 now it is reported (B)(6) 2012. Mirena iud was placed without difficulty. Each essure device projected into the isthmic portion of each tube for approximately 1 cm. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: bilateral occlusion; on (B)(6) 2006: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: fu 2 and 3 proceed together: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, abdominal pain, back pain, apareunia, bladder probs, vaginal discharge, migraine, hormonal changes, migraine, headaches, fatigue, metallic taste in mouth were added. Lab data, reporter¿s information, patient¿s demographics were added. On 20-sep-2019: fu 2 and 3 proceed together: pfs received. Event hormonal changes updated hot flashes. New events irritable; body temperature fluctuations were added. Lab data updated, lot number , treatment drugs, concomitant drugs, concomitant conditions, reporter¿s information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.